Event description:
On 13-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2257d-24 drill inner tube loosened and a bone fragment became stuck inside the drill. This occurred during use in a case with no patient effect. No significant surgery delay reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error with the device due to excessive force during misalignment, or prying/leveraging the device during insertion.